Event description:
It is reported that the patient was revised due to nocturnal discomfort. During surgery it was found that a metal piece had chipped from the tibial component. The implant and metal chip were removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the component is unknown. This device is used for treatment. Primary operative notes indicate good ligament balancing with good patellar tracking and full extension. Patient visit notes dated (B)(6) 2011 indicate x-rays showed the prosthesis in good position with no signs of loosening. Patient visit notes dated (B)(6) 2015 indicate that the patient was experiencing pain medially and had twisted his knee. The patient also reported a new click with a reproducible clunk about the medial side of the knee. X-rays were indicated to show the components in good position without signs of loosening. Patient visit notes dated (B)(6) 2015 indicate noticeable crepitation in the knee. Operative notes from the revision surgery indicate that the tibial locking mechanism was noted to be no longer sufficient and was indicated to have fractured or bent. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of the procedure. A definitive root cause cannot be determined with the information provided.